Event description:
It was reported that the pump battery would not charge despite using a tandem charging cable and attempting to charge via multiple methods, including different wall outlets and adapters. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to using an alternate method for insulin therapy.